Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer also mentioned other blood glucose levels such as 64 mg/dl, 154 mg/dl. The customer did experience symptoms of low blood glucose value such as shaky, dizzy and foggy. The customer treated low blood glucose value with glucose tablets. Insulin pump was not on auto mode. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Insulin pump passed self-test and displacement test. The insulin pump will not be returned for analysis.